Event description:
Caller reported a malfunction indicated by a code on the pump, suggesting a malfunction issue. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.